Event description:
It was reported that the handle battery powered driver had an issue where all speeds barely worked. The event was discovered during a weekly audit, and there was no patient involvement or injury.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11. Additional narrative: h3, h6: part # 05.000.008. Synthes lot # 008459. Supplier lot # 008459. Release to warehouse date: 01 aug 2023. Expiration date: na. Supplier: triangle manufacturing. No ncr's generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Service and repair evaluation: the customer reported that all speeds barely work on 05.000.008. The repair technician reported debris was present on protector/shield, motor and housing and motor was running low/insufficient. The cause of the issue is user error. The item will be repaired, put through final inspection, and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed.